Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited three ventricular tachycardia non sustained episodes and t-wave oversensing (twos) on two different occasions within one month of each other. It was noted that the t-wave oversensing (twos) was likely due to patient condition. Medication and reprogramming was suggested. The lead is still in use. No patient complications have been reported as a result of this event.